Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of surgery ("undergo major surgery as a result of their essure implants") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("undergo major surgery as a result of their essure implants") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and experienced injury ("injury to herself"). The patient was treated with surgery. At the time of the report, the surgery and injury outcome was unknown. The reporter considered injury and surgery to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: legal complaint received. New event added: injury nos. Reporter information and essure insertion date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device/malposition of essure device location of device: migrated to vagina/migration of essure device location of device: came through vaginal/a part of one coil came out spontaneously") and device breakage ("device breakage") in a female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test." And device ineffective "device ineffective". The patient's medical history included abdominal pain, vomiting, depression, lower abdominal pain, parity 3, dizziness, vaginal bleeding and multi gravida. Concomitant products included docusate sodium, ferrous sulfate, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), naproxen and nifedipine (procardia). In 2011, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and pelvic pain ("pain,"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), trichomoniasis ("infection (bladder/urinary tract/vaginal) type: trichomoniasis"), urinary tract infection ("uti"), nausea ("nausea"), anxiety ("mental anguish"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity ("disfigurement") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications),"). The patient was treated with surgery (undergo major surgery as a result of their essure implants). Essure treatment was not changed. At the time of the report, the device expulsion, device breakage, urinary tract disorder, bladder disorder, trichomoniasis, urinary tract infection, migraine, headache, nausea, pelvic pain, pregnancy with contraceptive device, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anhedonia, anxiety, bladder disorder, deformity, device breakage, device expulsion, emotional distress, fatigue, general physical health deterioration, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, trichomoniasis, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, trichomoniasis, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs and mr received. Reporter added, plaintiffs address updated, patient demographic added. Product information and lot number added. Event surgery was replaced with device expulsion. Events added are as follows: device expulsion, device breakage, urinary tract disorder, bladder disorder, trichomoniasis, urinary tract infection, migraine, headache, nausea, pelvic pain, pregnancy with contraceptive device, device ineffective, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity, fatigue, device monitoring procedure not performed. Events onset date and severity added. Concomitant drug and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device/malposition of essure device location of device: migrated to vagina/migration of essure device location of device: came through vaginal/a part of one coil came out spontaneously") and device breakage ("device breakage") in a female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included abdominal pain, vomiting, depression, lower abdominal pain, parity 3, dizziness, vaginal bleeding and multi gravida. Concomitant products included docusate sodium, ferrous sulfate, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), naproxen and nifedipine (procardia). In 2011, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and pelvic pain ("pain,"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), urogenital trichomoniasis ("infection (bladder/urinary tract/vaginal) type: trichomoniasis"), urinary tract infection ("uti"), nausea ("nausea"), anxiety ("mental anguish"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity ("disfigurement") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications),"). The patient was treated with surgery (undergo major surgery as a result of their essure implants). Essure treatment was not changed. At the time of the report, the device expulsion, device breakage, urinary tract disorder, bladder disorder, urogenital trichomoniasis, urinary tract infection, migraine, headache, nausea, pelvic pain, pregnancy with contraceptive device, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anhedonia, anxiety, bladder disorder, deformity, device breakage, device expulsion, emotional distress, fatigue, general physical health deterioration, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and urogenital trichomoniasis to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, trichomoniasis, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/malposition of essure device location of device: migrated to vagina/migration of essure device. Location of device: came through vaginal/a part of one coil came out spontaneously/part of device expelled through vagina') and device breakage ('device breakage') in a female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included abdominal pain, vomiting, depression, lower abdominal pain, parity 3, dizziness, vaginal bleeding and multi gravida. Concomitant products included docusate sodium, ferrous sulfate, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), naproxen and nifedipine (procardia). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and pelvic pain ("pain,"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications),") and was found to have fibroma ("fibroids tumor"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), urogenital trichomoniasis ("infection (bladder/urinary tract/vaginal) type: trichomoniasis"), urinary tract infection ("uti"), nausea ("nausea"), anxiety ("mental anguish"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity ("disfigurement") and fatigue ("fatigue"). The patient was treated with surgery (major surgery as a result of essure implants). Essure treatment was not changed. At the time of the report, the device expulsion, device breakage, urinary tract disorder, bladder disorder, urogenital trichomoniasis, urinary tract infection, migraine, headache, nausea, pelvic pain, pregnancy with contraceptive device, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity, fatigue and fibroma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2018. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anhedonia, anxiety, bladder disorder, deformity, device breakage, device expulsion, emotional distress, fatigue, fibroma, general physical health deterioration, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and urogenital trichomoniasis to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Plaintiff states that she is planning for essure removal; however, she did not set a date. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, trichomoniasis, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs received. Event verbatim: expulsion of essure device/malposition of essure device location of device: migrated to vagina/migration of essure device. Location of device: came through vaginal/a part of one coil came out spontaneously/part of device expelled through vagina were updated. Event: fibroids tumor were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/malposition of essure device location of device: migrated to vagina/migration of essure device. Location of device: came through vaginal/a part of one coil came out spontaneously/part of device expelled through vagina'), device breakage ('device breakage'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and iron deficiency anaemia ('anemia') in an adult female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test.". The patient's medical history included abdominal pain, vomiting, depression, lower abdominal pain, parity 3, dizziness, vaginal bleeding and multi gravida. Concomitant products included docusate sodium, ferrous sulfate, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), naproxen and nifedipine (procardia). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In 2017, the patient experienced migraine ("migraines"), headache ("headaches") and pelvic pain ("pain,"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications),") and was found to have fibroma ("fibroids tumor"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), urogenital trichomoniasis ("infection (bladder/urinary tract/vaginal) type: trichomoniasis"), urinary tract infection ("uti"), nausea ("nausea"), anxiety ("mental anguish/psych injury"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity ("disfigurement"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia (seriousness criterion medically significant), hypersensitivity ("allergy - hypersensitivity"), cystitis ("bladder infection") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (major surgery as a result of essure implants). Essure treatment was not changed. At the time of the report, the device expulsion, device breakage, urinary tract disorder, bladder disorder, urogenital trichomoniasis, urinary tract infection, migraine, headache, nausea, pelvic pain, pregnancy with contraceptive device, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity, fatigue, fibroma, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, cystitis, hormone level abnormal, teratoma, visual impairment, weight increased and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2018. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, anhedonia, anxiety, back pain, bladder disorder, cystitis, deformity, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, fibroma, general physical health deterioration, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, teratoma, urinary tract disorder, urinary tract infection, urogenital trichomoniasis, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Plaintiff states that she is planning for essure removal; however, she did not set a date. Discrepancy noted for date(s) of insertion: (B)(6) 2011 and (B)(6) 2012. Plaintiff received treatment for fallowing conditions: menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), anemia, psych injury, bladder infect., uti. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nausea, trichomoniasis, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, hypersensitivity, bladder infection, hormonal changes, teratoma, vision problems, weight gain, weight loss, were added. Date of insertion updated. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/malposition of essure device location of device: migrated to vagina/migration of essure device location of device: came through vaginal/a part of one coil came out spontaneously/part of device expelled through vagina') and device breakage ('device breakage') in an adult female patient who had essure (batch no: a27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test." And device ineffective "device ineffective". The patient's medical history included abdominal pain, vomiting, depression, lower abdominal pain, parity 4 (on (B)(6) 2004, on (B)(6) 2006, on (B)(6) 2010, on (B)(6) 2018), dizziness, vaginal bleeding, multigravida and miscarriage. Concomitant products included docusate sodium, ferrous sulfate, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera) from 2010 to 2011, naproxen, nifedipine (procardia) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), pelvic pain ("pain,"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications),"). In 2017, the patient experienced headache ("headaches") and was found to have fibroma ("fibroids tumor"). On an unknown date, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), urogenital trichomoniasis ("infection (bladder/urinary tract/vaginal) type: trichomoniasis"), urinary tract infection ("uti"), nausea ("nausea"), anxiety ("mental anguish/psych injury"), anhedonia ("loss of enjoyment of life"), emotional distress ("humilliation"), general physical health deterioration ("degradation"), deformity ("disfigurement"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia(bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy, hypersensitivity"), cystitis ("bladder infection") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (major surgery as a result of essure implants). Essure treatment was not changed. At the time of the report, the device expulsion, device breakage, pregnancy with contraceptive device, urinary tract disorder, bladder disorder, urogenital trichomoniasis, urinary tract infection, migraine, headache, nausea, pelvic pain, anxiety, anhedonia, emotional distress, general physical health deterioration, deformity, fatigue, fibroma, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, cystitis, hormone level abnormal, teratoma, visual impairment, weight increased, weight decreased and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2018. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, anhedonia, anxiety, back pain, bladder disorder, cystitis, deformity, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, fibroma, general physical health deterioration, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, teratoma, urinary tract disorder, urinary tract infection, urogenital trichomoniasis, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Plaintiff states that she is planning for essure removal; however, she did not set a date. Discrepancy noted for date(s) of insertion: on (B)(6) 2011 and on (B)(6) 2012. Plaintiff received treatment for fallowing conditions: menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), anemia, psych injury, bladder infect., uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011: essure confirmation test: unspecified. Bilateral occlusion. Ultrasound scan vagina: in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal). Onset date of event menorrhagia, migraine, pelvic pain, abdominal pain, pregnancy with contraceptive device were updated. Aka name, concomitant drug, lab data, medical history were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.